Event description:
It was reported that the patient's ipg was unable to communicate with external devices following an rf ablation procedure. An abbott representative met with the patient and was able to re-establish communication.